Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that a pediatric patient was using a receiver approved only for adults. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. However, a root cause for the reported inaccuracy cannot be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to claim no audio output on (B)(6) 2015. Pediatric patient was using adult receiver. At the time of contact the patient's mother did not report any injury or medical intervention.